Manufacturer narrative:
(B)(4).

Event description:
It was reported at the time the patients house was struck by lighting, sparks flew out of the power adapter. Physical damage was proceeded to the adapter. The transmitter was removed and returned. No further information is available.

Manufacturer narrative:
Final analysis found burnt marks on the circuit board. Burnt marks are due to high current reported in the field.